Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced numbness in legs and had difficulty walking. Diagnostics indicated that patient had stenosis due to the lead creating compression on spinal cord. As a result, patient underwent surgical intervention to relieve the compression. Follow-up indicated that the issue of numbness and trouble in walking were resolved postoperatively.